Event description:
It was reported while pulling back on the spyglass angiographic catheter, the tip detached at the bond. The detached tip was retrieved with a snare with no consequences to the patient. Reportedly, no additional force was used while pulling back on the catheter.